Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. The patient presented with bilaterail diffuse lamellar keratitis (dlk) post-operatively. Both flaps were lifted and rinsed and the patient's most recent bcva is 20/20 in both eyes. The physician reports the patients prognosis is good.